Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely, the analyst noted that the false eri triggered on (B)(6) 2015 due to the measurement system lock-up. A device interrogation by a programmer with updated software will clear the false eri and lock-up condition, and the battery voltage measurement will be available three hours after interrogation. (B)(4).

Event description:
It was reported that the patient became symptomatic when the implantable pulse generator (ipg) device triggered elective replacement indicator (eri) early. The battery and lead measurements showed as unavailable. A review of device data revealed a battery measurement lock-up. The patient will be brought into the clinic to clear the alert and restore parameters. The device remains in use. No patient complications have been reported as a result of this event.